Event description:
Scout fluoroscopic image before the procedure revealed that the existing left ports catheter was sheared off and a catheter fragment is seen distally within the right atrium. Successful removal of an existing left anterior chest wall port and a fragment of the ports catheter. A distention with the fragment is noted within the right side of the heart and can be percutaneously retrieved. Additional procedure to remove fragments: successful percutaneous retrieval of a ports catheter fragment from a right side of the heart or right atrium under fluoroscopic guidance. The procedure was technically difficult due to lack of catheters 3 image of the catheter.